Manufacturer narrative:
This supplemental report is being submitted to provide to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device was found with no image, wet, fluid inside the eyepiece lens was observed. Additionally, the unit grip was found with corrosions. Based on evaluation findings, failure likely attributed to users maintenance issue.

Event description:
It was reported that during an unspecified procedure the device was found with no image. No further details provided regarding the event. No patient injury or harm reported.